Event description:
The hospital reported that during a coronary artery bypass procedure, the first heartstring seal cracked and two replacement units did not seal the hole properly causing bleeding. Due to execessive bleeding, the case was complete with the use of a side niter clamp. No other pt complications were reported. This report is for the third unit that did not seal and a side biter clamp was used to complete the procedure.